Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and caused irritation in his eyes and has a lot of dizziness. He was hospitalized a year old for 8 weeks from tightness in his chest. Patient also complaint about that machine smells hot while using the device. Notices black stains near water chamber. Particles in tubing/chamber, other thermal issue. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer confirmed the presence of contamination of airpath. An external investigation, manufacturer found that there is unknown dust/ dirt contamination present on all surface of the base unit. There is an unknown dust contaminate present at the air inlet. Ui keypad is damaged at power icon. In internal investigation on humidifier base. Flip lid seal and dry box inlet seals observed to be discolored and an unknown dark contaminate present. Unknown dust/dirt contamination observed present throughout humidifier base enclosure. The back panel assembly latch is observed to be damaged. An unknown dark residue was present on interior enclosure of base unit and an unknown white dust contaminate was present on blower box assembly, blower motor casing, impeller, and rear panel o-ring. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found three error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. Sections d8, d9, h2, h3, and h6 were updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chest tightness, dizziness and eye irritation . The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.